Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with an unspecified treatment (dose, route, frequency and duration were not reported) for the event. Treatment and hospitalization were ongoing at the time of this report. Pd therapy was withdrawn during the treatment. The patient has not recovered from the event. No additional information could be provided as the reporter declined follow-up.